Manufacturer narrative:
(B)(4). Date sent: 1/14/2025. Corrected data: d4 UDI#.

Event description:
It was reported that the stapler load stopped and did not finish stapling. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2024. D4: batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? If yes, was the cut line complete? Was there any difficulty opening the device? If yes, how was the device removed from the patient? Did the jaws eventually open? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.